Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.10d. Retainer ring = black. Pump was returned for alleged damage to the back of the pump on (B)(6) 2021. Pump passed the displacement test and p-cap locks properly into reservoir. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked corner of belt clip rail, cracked battery tube threads, and stained serial number label. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked corner of belt clip rail was noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.